Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an osteotomy surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported product involved with this event was returned for evaluation and the reported failure of blade breakage was confirmed. The bend / twist present in the blade suggests that it was subjected to an excessive bending force or torque. This bending force / torque is the most likely cause of the mount break. The shock loading caused by metal contact could have also contributed to the blade failure. The bending forces could have occurred by pushing the headpiece forward, pulling it backwards or twisting the headpiece while the end of the blade was engaged or held. The instruction for use (IFU) for the handpieces associated for use with this blade contain the following indication for use "when used with a variety of cutting accessories, the remb electric sagittal saw is intended for surgical procedures involving the cutting of bone and hard tissue." The IFU's also contain the following warning; "do not apply excessive pressure, such as bending or prying, with the blade. Excessive pressure may bend or fracture the blade and cause tissue damage and/or loss of tactile control."

Event description:
It was reported that during an osteotomy surgery, the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.